Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: pt-106058 shell 58mm 483460; ep-105994 liner 36mm 325340; 11-363664 35mm cocr head 530990. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04404, 0001825034 - 2020 - 04405.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip revision procedure approximately six months post-implantation due to recurrent dislocations, subluxation, instability, and bursitis. During the procedure, bursitis and clear fluid evacuated. Liner was difficult to remove. Head and liner were replaced. No additional information is available.